Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgical procedure a black substance came out of the device. There have been no reported adverse consequences and the procedure was completed successfully with another device. No further information was available from the account.